Event description:
The customer reported to olympus, the 4k camera head experienced image problem. It was reported that the image was blurry but was not sure if the image was able to be recognized. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of blurry image was not confirmed. The device evaluation found the unit was burned in for more than 3 hours but no abnormality in the image was found. The unit passed leak test. In addition, minor kink was found on the housing and some glue was found on the cable, but was ok to use. Also, the label was slightly faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿blurry vision¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.